Event description:
It was reported to philips that the system was not booting up at all. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was shutting down intermittently. Upon functional testing, the fse checked all connections, reviewed the logs, and identified that the review module was failing. To resolve the reported issue, the fse replaced the review module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.